Event description:
The customer complained of false negative leukocytes and nitrite results for 1 patient urine sample tested with chemstrip 10 md urine test strips on a urisys 1100 urine analyzer serial number (B)(4). At 11:57 am, the leukocytes and nitrite result were negative. The customer suspected that there was an issue and sent the patient to the laboratory. The specific laboratory results were not provided but the patient had a positive culture for e. Coli. There was no allegation of an adverse event. The patient was treated based on the laboratory results. The patient's condition was "okay". The customer had not run qc. The suspect product was requested to be returned for investigation.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The retention material of lot 29191000 was measured on a urisys 1800 and a cobas u411 with native urine, a leucocyte dilution series, and a nitrite dilution series. The results of the measurements fulfill our requirements. No false negative results were observed.